Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address pain and liner disassociation from the cup with broken ards noted. It was noted that the patient had jumped off of a tractor.

Manufacturer narrative:
Patient was revised to address pain and liner disassociation from the cup with broken ards noted. It was noted that the patient had jumped off of a tractor. Examination of the reported devices was not possible as they were not returned. Review of the acetabular liner device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were identified against the acetabular cup in a search of the complaints databases. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.